Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead exhibited elevated thresholds. The lead was reprogrammed with appropriate capture and resolution of diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.